Manufacturer narrative:
(B)(6). Investigation summary: the corrective action statement is approved / authorized and final review of the complaint will be conducted by the designated complaint handling unit (dchu). Pr #: 124002 - 126142 cr - MDR no sample. Part #: 381844 - 18 g x 1.16 in. (1.3 mm x 30 mm) bd insyte autoguard shielded IV catheter. Made of bd vialon catheter biomaterial. Lot #: 6342581. Complaint: leakage. Event description: leakage connection concerning 2 catheters 18ga. Lot analysis. Device/batch history record review: yes. Reason: dhrs are available for review as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: MDR: review was conducted. Lot 6342581 was built on afa line 8 on (B)(6) 2016 for the quantity of (B)(4) ea. And packaged on line (B)(4). Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pr. Sap (qn) database review: yes. Reason: this database tracks any issue during production that would affect product quality. Findings: subject codes was an s1 severity ranking. Review was conducted for the level a investigation; as a result of the review there were no related reject activity findings relevant to the defect stated in the pr associated with the lot number provided for this incident. Visual analysis observations and testing: observations and testing could not be performed because units were not received for investigation of this incident. Test description: na, method: no, na, results: na. Investigation samples(s) meet manufacturing specifications: unknown; units were not received for observation and testing. Conclusions: confirmation of the defect stated in the pr could not be identified or confirmed and cause could not be determined, as the unit(s) described in the product incident report were not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defect stated in the pir. This incident is indeterminate. Did the evaluation confirm the customer¿s experience with the bd product? N/a; unable to confirm the customer¿s experience because units were not returned for evaluation and testing. Were we able to reproduce the customer's experience with the bd product? N/a; unable to reproduce the customer¿s experience because units were not returned for evaluation and testing. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: indeterminate - without a sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the reported defect. Comment: units not received for investigation of the incident stated in the pir. Corrections and CAPA corrective action project / CAPA (#): a root cause could not be established. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. The peura (end user risk analysis) rm5835 rev 11 version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable (B)(4).

Event description:
It was reported there was leakage on two connections of 18 g x 30 mm bd insyte¿ autoguard¿ shielded IV catheters. There was no report of injury or medical intervention.